Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Additional information received from the patient states that he initiated the return of his device (the patient provided a copy of the fedex receipt) to close out his claim. He questions why he is being asked additional questions during the gfe attempt when the agreement was made for him to receive $500 for the return of the device. The has been shipped to the manufacturer and the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. Additional information received from the patient states that he initiated the return of his device (the patient provided a copy of the fedex receipt) to close out his claim. He questions why he is being asked additional questions during the gfe attempt when the agreement was made for him to receive $500 for the return of the device. In this report updated as- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles and kidney disease. There was no report of harm or injury. There was no medical intervention required by the patient. Section adverse event/product problem, type of reported complaint, patient outcome code grid, evaluation method code grid, health impact grid have been updated/corrected.